Event description:
Hill-rom tech found bed ground loss light flashing. No injury reported. Found power cord ground prong broken. Replaced power plug to resolve this issue. Bed does have a flashing indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.